Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that a user experienced significant blood glucose fluctuations while using the ilet, including a high near 400 mg/dl for approximately 2¿3 hours that occurred after a meal announcement and an interruption in insulin due to running out, followed by a low of 40 mg/dl lasting about 2 hours; the user changed supplies to resume insulin and treated the low with oral glucose, and the device alerted for both high and low glucose. Symptoms included sweating and confusion during the low and dry mouth and sleepiness during the high, with no clinical sequelae reported. Outcomes included no health consequences and no need for medical intervention or outside assistance. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.